Event description:
Pr (B)(4) additional information: any adverse event or serious injury reported to patient or healthcare professional? No. 2. Was there a delay of, or change in, the course of treatment due to the event? No. 3.please supply additional patient information: I was not given this information. 4..how many occurrence of this complaint? 2. 5.sample shipping details? Requested a return label when I filed complaint. 6. Patient status? Pt received the required injection after changing the needle. No further issues. Material#: 305106; batch#: 3055905. It was reported by customer that the doctor went to prime the syringe/needle prior to performing an eye injection and the medication would not enter the needle due to being blocked. We had one 30g needle on (B)(6) 2023 and one 30g needle on (B)(6) 2023. Verbatim: rcc received a complaint via email. Email(s) attached. The doctor went to prime the syringe/needle prior to performing an eye injection and the medication would not enter the needle due to being blocked. We had one 30g needle on (B)(6) 2023 and one 30g needle on (B)(6) 2023. Ref 305106, lot: 3055905.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported the needle was blocked. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. A device history record review was completed for provided material number 305106, lot 3055905. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material#: 305106, batch#: 3055905. It was reported by customer that the doctor went to prime the syringe/needle prior to performing an eye injection and the medication would not enter the needle due to being blocked. We had one 30g needle on 11/09/23 and one 30g needle 11/10/23. Verbatim: rcc received a complaint via email. Email(s) attached. The doctor went to prime the syringe/needle prior to performing an eye injection and the medication would not enter the needle due to being blocked. We had one 30g needle on 11/09/23 and one 30g needle 11/10/23. Ref (B)(4), lot: 3055905.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a140901 - complete blockage. Patient problem code: f26 ¿ no health consequences or impact.